Event description:
Report status: malfunction. Report rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during insertion of the rx vision stent delivery system (sds) into the guiding catheter, the stent dislodged from the balloon. No patient injury or intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, form the hospital, field contact or distributor. Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon and in the proximal balloon taper, and in the guide wire lumen. There was no contrast visible. The stent had been dislodged and not returned with the catheter. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were two holes, which appeared the balloon had been punctured. The two holes were opposite of each other, 4 mm distal to the distal edge of the proximal balloon marker. One hole was a small longitudinal tear for a length of 1 mm, and the other one was a smaller hole. The distal shaft had two kinks 7 mm and 1.6 cm proximal to the proximal balloon seal. There was a tear in the bottom side of the guide wire exit notch, 1.3 cm distal to the guide wire exit notch for a length of 6 mm, which started with a small hole and ended with another hole. There was no other damage noted to the catheter. The guiding catheter used during the procedure was not returned. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed that the stent had dislodged, but was not returned for analysis. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. It was reported that the stent dislodged during the insertion into the guiding catheter; however, the condition of the returned device indicates that it had been used. There was blood in the proximal balloon taper and in the guide wire lumen. Additionally, the balloon was loosely folded, indicating it had been inflated at some point and there were also holes and tears in the balloon and guide wire exit notch area of the shaft. It is unclear how the holes and tears occurred, as there was no information reported about the accessory devices that were used in the procedure. But the tearing and/or holes are likely the result of interaction with a sharp edge. Additionally, there were two kinks in the distal shaft. This damage may have resulted from handling during the packing of the device for shipment back to abbott for evaluation. Based on the available information and the details of the analysis, a conclusive root cause for the stent dislodgement cannot be determined, but there is no indication that the stent was not properly and securely mounted at the time of manufacture. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.